Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I came to take care of my terminal father and forgot my usual one. Had no computer to access the site you mentioned. Had the "2 pack" but had no success with both having them mold to my teeth for even marginally stay around them. Plastic separated. Not sure but maybe if you include the "additional fitting tips" you are sending with the replacement in the initial instructions it may have helped. We will see! Thank you.